Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial troubleshooting performed by the fse was previously reported under patient identifier (B)(6), MFR 3002808148-2022-02326, (B)(4). According to the customer, the monitor was part of a new install on the booms in the gastrointestinal suite. The monitor had two alternating current (ac) power supplies go bad in the two months since the install. The field service engineer (fse) had been dispatched to the customer site and confirmed the issue. The fse had replaced the power supply, which returned the power to the monitor, however the fse suspected that the power wiring run by the customer¿s steris team is pinched in the boom, causing the power supply to fail. The customer was able to work around the power supply failure by running the ac cord directly from the monitor to a wall socket. The fse requested inspection of the wiring. Fse returned on 20sep2022 because the customer requested assistance as the monitor would not power on again even with the ac. The customer received a replacement monitor, the fse removed assisted the customer in returning the monitor. The steris boom reworked the boom power wiring. The investigation is ongoing and follow up with the user facility is currently being performed. To date, the device has not been returned to the repair center for evaluation and repair. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition lcd monitor does not turn on. There were no reports of patient harm.